Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this pacemaker exhibited a lead safety switch due to out of range pace impedances on the right ventricular (rv) lead. Further review showed noise on both the rv and right atrial (ra) channels. The patient is dependent, but did not report any symptoms. At this time, reprogramming was discussed and the system remains in service. Both leads are another manufacturer's product. No adverse patient effects were reported.